Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: intracapsular fluid, left breast and alcl. Date of alcl diagnosis: (B)(6) 2006.

Event description:
Patient representative reported patient presented with ¿intracapsular fluid, left breast¿ and diagnosed with lymphoma, anaplastic large cell, t-cell type. Cd30+ and alk- were provided. Device status is unknown. This record is for the left side.